Event description:
As reported, the physician stated that a groin complication occurred with a 6f¿7f mynx control vascular closure device (vcd), and the patient required transfer to another facility for surgery. There was no reported patient injury. The initial case involved a right groin hematoma identified during an intervention. A left heart catheterization was converted to a right coronary artery stent procedure from the right common femoral artery. After groin closure, st elevation was noted, requiring reaccess through the left groin. Additional heparin and integrilin were administered, and a large hematoma was observed at the right groin access site. Manual pressure was applied during the case and continued for approximately 28 to 30 minutes afterward. A femostop device was placed to control the bleeding, and the patient was transferred to recovery. The patient later underwent a leg angiogram for uncontrolled bleeding and was subsequently transferred to another facility because no vascular surgeon was available onsite. It was reported that no complication other than a "mynx failure" and hematoma was dictated in the angiogram findings. The manager stated that the surgery was believed to be related to a vessel issue rather than the mynx device; however, this was not documented in the chart, and further discussion with the physician was planned. The deployer was reported to be in training on the mynx device. A 6fr terumo pinnacle sheath was used in the right groin. Heparin was administered during the initial procedure, and additional heparin and an integrilin bolus were administered during the emergent reaccess and intervention. A total of 11,000 units of heparin and 10 mg of protamine were administered. Hemostasis was initially achieved with manual compression for approximately 4 to 5 minutes before emergent redraping, followed by continued manual compression during and after the procedure. A femostop device was then applied to the right groin, and the left groin sheath remained in place during recovery. The patient was hospitalized, transferred to another facility, underwent repair of the right common femoral artery and hematoma removal, received 4 units of blood, recovered, and was discharged. The device will not be returned.

Manufacturer narrative:
The device will not be returned. Additional information is pending and will be submitted within 30 days upon receipt.